Manufacturer narrative:
Philip's field service engineer evaluated the device and confirmed the alleged issue. The touchscreen was replaced to address the event. A performance verification test was run and the unit passed.

Event description:
The customer reported a damaged touchscreen. Reportedly, the touchscreen could not be calibrated. There was no patient involvement. The event date was not specified, estimate used.